Event description:
Complainant stated that device reported an o2 mismatch alarm. No adverse effect to the patient was indicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The customer did not return the defective device for evaluation but did provide the device logs for review. The logs were reviewed, and the alarm was observed. The alarm indicated that there is a mismatch between the o2 concentration delivered by the oxygen blender and that measured by the o2 cell. The log review revealed that a complete preventive maintenance (pm) had not been completed since march of 2024. The customer was advised to complete a full preventive maintenance to resolve the reported issue.